Event description:
During the case, a ventral hernia repair with mesh, the robotic console (da vinci) alerted to various recoverable faults. At approximately 14:20, an alert appeared on the screen "recoverable fault 40106" in the middle of the surgeon securing the mesh with a suture. Per doctor, he no longer had control of the arms, the charge nurse was called and requested to the room, circulating relief nurse called the service line to obtain help. The representative on the phone walked the circulating nurse through the options allotted. The surgeon was informed of the options and the decision was made to by the surgeon to continue with the option of having the fault recovered and having usage of the arms to continue with the surgery and restart the entire console once the arms were undocked from the patient. Surgery was successfully completed and patient taken to recovery.